Manufacturer narrative:
(B)(4).

Event description:
It was reported that "aiming beam fires straight out of fiber at 313,752 joules". The procedure was completed using another fiber. Patient outcome: "ok, no harm to the patient."